Manufacturer narrative:
The reported field event of the inability to tighten the set screw was confirmed in the laboratory. Visual inspection identified septum material in the svc set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty tightening the set screw.

Event description:
It was reported that during the implant procedure the connector set screw could not be tightened. The device was replaced.